Event description:
A report was received that the trial patient had developed a fever and pain around the midline incision. The patient was prescribed IV antibiotics and keflex. The physician believes that the infection was procedure related. The patient is now healing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50e serial#:(B)(4) description:trial linear st lead, 50cm it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.